Manufacturer narrative:
H3: product analysis for patient interface couldn't able to confirm the reported issue and found that there was defect in the stim board. H6: codes c0208, d02 has been updated. The previously updated codes c19 and d1102 were no longer applicable for patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code fdc d1102 has been updated. The previously updated code fdc d16 were no longer applicable for nim console and patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that no abnormalities were observed in the nim console. H3: product analysis found that no abnormalities were observed in the nim patient interface product ID: nim4cpb1. H6: codes b01 and c19 has been updated. The previously updated codes b21 and c21 were no longer applicable for nim console and patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. H6: the codes fdm b21, fdr c21, fdc d16 and img g02030 are applicable for nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. H6: the codes fdm b21, fdr c21, fdc d16 and img g02005 are applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim console showing the patient interface fault message when during use of electrical scalpel and after that cant able to use the system, a malfunction in the patient interface was detected and the procedure was completed by using an other device. There was no patient involvement.